Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd integra¿ 3ml syringe with detachable needle. Broke off inside the patient while treating himself for testosterone. Found after use. Reported as a serious injury, medical intervention listed as bedside x-ray with conclusive negative results of needle in the patient.

Manufacturer narrative:
Investigation summary: a DHR/qn review for batch 3115057 (p/n 305270) was performed, manufacturing dates: 5/14/2013 ¿ 5/15/2013. Batch size was 360,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 3115057 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on no sample/no photo, the investigation concluded: bd was not able to confirm the customer¿s indicated failure CAPA is not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.